Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infections.

Event description:
It was reported that following insertion patient experienced urinary tract infections.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a total laparoscopic hysterectomy. It was reported that post operatively, patient experienced pain, infection urinary problems, vaginal scarring and dsypareunia(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.